Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the boot on the side of the connector has crystallization is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for the image is blurry is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope boot on the side of the connector had crystallization and the image was blurry during hot water inspection. There was no report of patient involvement.